Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that in the operating room during insertion of the sheath into the pt's right internal jugular vein, the tip of the sheath became damaged. As a result, a new kit was opened, however, the same issue occurred. See MDR #2242445-2011-00200 for the second report. The pt is "good".